Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: "pressure transducer difference higher than 5cm h2o" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) needs to be replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported as the defective pressure transducer pcb may lead to high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).